Event description:
It was reported by repair work order that the nurse call system did not function as the nurse call cable was cut. It was also reported that the back up battery for nurse call was not working.